Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2.8 mm x 35 mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2 75mm x 15mm quantum? Maverick? Balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported. The patient status was stable post-procedure.